Event description:
This pt offered no complaints pre treatment. His treatment was initiated on a dry pack t 220 which had been rinsed with 2l of normal saline. Within 5 minutes he complained of tightness in his chest and neck, his tongue and throat felt sick and he started coughing. 02 was started at 3l. He became cyanotic and started coughing. The treatment was stopped and rescue was called. He was given adenoline and solu-medrol and was transported to the hosp. Diagnosis: dializer reaction.